Event description:
The user facility reported a patient of unknown age/gender in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. One day after implant, the patient had access site bleeding which resulted in low hemoglobin levels. As a result, the patient was given 12 units of blood and fem stop was used to address the bleeding. Additionally, on 3rd day patient had blue leg which the physician suspected of thrombus, which resolved next day. Groin surgically treated, and patient is currently stable.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major and the limb ischemia ¿ reversible has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the limb ischemia and the access site bleeding issues was not determined.